Event description:
It was reported that during a cholecystectomy and after opening the packaging, it was observed that the tip of the cannula had a fold.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: does the patient have a health condition that the surgeon evaluates as aggravating the event? No.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the d11lt device was received with the tip of the sleeve damaged melted and with the obturator inserted through the sleeve. In addition the original packaging opened was returned with the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.